Event description:
The customer reported that a power supply error message 1283 displayed on the system and it did not go away. Also the user reported the system stopped flouroing and a burning smell was coming from the unit. There was also an x-ray generator failure. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced multiple components of the x-ray generator and calibrated the generator. The system was working as intended.